Event description:
During a diagnostic laparoscopy, a foreign body was discovered in the abdomen on top of the uterus. The foreign body was retrieved and sent to pathology and all disposable devices and their wrappers were sequestered for analysis.this is a possible metal (?) Fragment from the trocar/cannula used to make the initial entrance into the abdomen. It was noticed immediately on introducing the laparoscope. Three devices were sequestered, but unable to tell which one of 3 lost the piece as staff didn't identify 1st device before case finished.we will be returning all 3 to mfg when contacted by them.